Event description:
Customer reported an issue with a device displaying an all-white screen, where the backlit screen appeared active but no visible images were present. There was no adverse impact to the customer¿s blood glucose level. To ensure uninterrupted insulin delivery, the customer planned to use multiple daily injections as a backup therapy and expressed interest in obtaining an out-of-warranty loaner pump.